Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed the clips intermittently. In addition the lock out was found non functional. This finding is unrelated with the event reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, excessive dried body fluids were noted; this condition did not allow that the feeder shoe advance the clips through clip track. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).